Event description:
The following was reported to gore on august 4, 2025, from the viedoc study database: the report concerns a 72-year-old male patient with a surgical history of multiple endovascular procedures, and a medical history of peripheral artery disease, hypertension, diabetes and cardiovascular disease. It was reported that the patient presented with in-stent stenosis of the proximal right sfa, with a calcified plaque at the proximal popliteal artery distal to the stent. On (B)(6) 2023, the patient was treated with a recanalization of the right sfa via crossover, with placement of a covered endoprosthesis (gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device) 6x150 mm 120 cm) and intra-stent angioplasty of the proximal sfa. A follow-up on (B)(6) 2023, reportedly found that resolution of right lower limb symptoms, with the patient only manifesting latent symptoms and a relatively wide walking perimeter, without impact on daily activities. A doppler ultrasound was reportedly performed on (B)(6) 2023 which confirmed patency of the vsx and no indication of stenosis. On an unspecified day on (B)(6) 2024, another doppler ultrasound was done and showed critical distal ischemia of the right limb, with patency at the femoral trifurcation but probable distal sfa stent occlusion and poor distal reflow. At this time the patient reportedly presented with critical ischemia with erythema, cyanosis upon elevation of the right limb, insomnia-inducing pain, and minor trophic changes between the 2nd/3rd and 3rd/4th right toes. The report confirmed the absence of septic symptoms. On (B)(6) 2024, the patient was seen again for necrotic lesions of the 2nd, 3rd, and 4th rays of the right foot. A CT angiography was done and a revascularization via right sfa recanalization/stenting was performed on (B)(6) 2024, the patient presented to the emergency due to poor evolution of trauma to the right toes dating back to 15 days. Upon clinical examination, it was reportedly found that 3rd right toe was necrotic, associated with exudative lesions of the other toes, and the foot was extremely painful (hyperalgesic). Approximately a month after revascularization via right sfa recanalization/stenting was performed, the patient reportedly undergone a chopart amputation due to toe gangrene and a forefoot vascular ¿desert¿ which was observed on angiography . Reportedly, this was also observed intraoperatively with the absence of blood during the attempted forefoot amputation. It was reported further poor prognosis for wound healing. Review of the stump was noted to be moderate but stable, with a fibrinous but warm stump at the margins, without purulent discharge. Debridement of fibrinous areas with a scalpel was performed. The patient was reportedly, continued on prophilactic antibiotic treatment for 15 days post-op. The physician further reported that in the event of a significant deterioration of the stump, a leg amputation would be proposed. Intraoperative cultures showed the presence of enterobacter cloacae, acinetobacter haemolyticus, staphylococcus caprae, escherichia coli, and staphylococcus saprophyticus. The antibiotic treatment was adjusted accordingly. On an unspecified date, another follow-up reportedly took place and the evolution was observed to be unfavourable, with presence of wound dehiscence, fibrinous tissue, severe pain, and inability to bear weight. A joint consultation on (B)(6) 2024 took place and it was reportedly agreed to discontinue the antibiotic treatment and proceed with the leg amputation. A transtibial amputation was performed on (B)(6) 2024. On (B)(6) 2024, healing of the stump from the transtibial amputation was noted to have worsened after a fall on an unspecified date in august. As a remediation a right transfemoral amputation was planned and performed on an unreported date.

Manufacturer narrative:
B5: event updated per the new report. H6: coding updated according to the new information. On 02 september 2025, in light of limited information available from the complainant and in the interest of an abundance of caution, the reported event concerning the amputation of the patient was duly notified to the FDA. On 16 september 2025, w. L. Gore & associates received a supplementary and comprehensive report from the complainant, containing the patient¿s surgical and medical history, procedural timelines, and related operative reports. Upon review of the additional information, it was determined that the amputation was pre-planned due to the patient¿s poor prognosis for wound healing and an established history of comorbidities. No evidence was identified to indicate that the gore device had malfunctioned or contributed to the patient¿s clinical outcome. Based on the updated assessment, the event does not fulfil the criteria for a reportable incident in accordance with applicable regulatory requirements. Consequently, this event does not meet the criteria of a reportable incident and will be closed out as a non-reportable incident. The report submitted to the FDA is hereby formally retracted.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Further investigation is being performed and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on august 4, 2025 from the viedoc study database: on (B)(6) 2023, a 72-year-old male patient with a history of peripheral artery disease, hypertension, diabetes and cardiovascular disease, necessitated treatment, for a stenotic lesion in their right superficial femoral artery (sfa). A gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device) was implanted in the right sfa. The patient reportedly needed additional vsx devices (unspecified date of implants and exact anatomical location), implanted for the recurrence of stenosis and poor progression of toe ulcers with inflammatory and painful ischemic limb. During the reintervention the patient reportedly developed, a proximal chopart (talonavicular and calcaneocuboid joint) amputation with a better prognosis but also avascular tissue. Another surgical intervention was reported on (B)(6) 2024. A vsx device (unspecified exact anatomical location) in the patient's right limb due to poor transtibial stump evolution. On (B)(6) 2024, the patient allegedly underwent stage IV of pad due to poor outcome of right trans metatarsal amputation and an above the ankle of the right limb was amputated. No information was provided if the amputation was preplanned, if the vsx devices contributed to the patient's amputation and/or if the amputation was due to disease progression. Additional information has been requested.